Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant had a patient admitted in with multiple cardiac and systemic comorbidities and placed on the impella cp pump for support the pump was supporting when the pump came out of the appropriate left ventricle position. This occurred as the patient was being transferred from the catheterization lab table to the bed. The pump migrated to the aorta and could not be re-delivered. The team made the decision to explant and replace the pump. A new impella cp was placed and there was no reported patient harm.

Manufacturer narrative:
The investigation was completed. Positioning issues: no product was returned. Impella migrated into aorta. The cause of the positioning issue was determined to be an unintentional use error as the pump most likely moved out of position when the patient transferred from cl table to bed. The device history review was completed and passed all post sterile inspection checks.